Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload attached to the device would not articulate left and the reload stopped firing 2/3 of the way. The instrument did not fire, and the distal staple line was incomplete. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.